Event description:
Reportedly, a 7300tfx-25mm valve was explanted at implant. The valve appeared to be seated well with good coaptation of the leaflets. When the patient was separated from bypass it was noted "that she had severe mitral regurgitation secondary to what appeared to be tethering one of the leaflets." The operative report further states, "...a suture had caught around the strut and the valve could not be preserved; so it was removed and a second valve was placed."

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits indentations in the free margins of leaflet 2 and 3 at commissure 3. Faint suture track was detected at the free margins. Creases in the leaflet 2 and 3 at commissure 3 are evident. The creases fold downwards at approximately 45 degrees from the top of commissure 3. Such characteristics are common to disruptions caused by suture looping. No other inconsistencies detected in the leaflets; they are flexible and intact. No inconsistencies detected in the x-ray, as the wireform is intact. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no related non conformance. Overall, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. Suture looping is related to improper technique or poor visualization of the valve during implantation.

Manufacturer narrative:
(B)(4) - suture loop. Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not begun. Additional manufacturer narrative: review of the device history record (DHR) is in progress. The device evaluation and a final analysis of this event will be reported once completed. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.